Event description:
Related manufacturer reference number: 2017865-2022-22704. It was reported that a patient presented in-clinic for a right ventricular (rv) and right atrial (ra) lead revision. Prior examination of the patient's ra and rv lead revealed high capture threshold and fracture on the ra lead, as well as high capture threshold on the rv lead. Both the ra and rv leads were explanted and replaced on (B)(6) 2022. The patient was stable throughout.

Manufacturer narrative:
The reported event of inadequate capture was confirmed. As received, a partial lead was returned in two pieces. Visual inspection of the lead found an external insulation abrasion exposing the outer coil in one location adjacent to the connector boot consistent with friction to the device can. The reported event was isolated to the exposure of the outer coil located in the abrasion zone.